Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the external device displayed early replacement indicator. Ipg assessment indicated that it was depleted prematurely. As a result surgical intervention may take place to address the issue.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced restoring the therapy.

Manufacturer narrative:
The device code had been updated as per device analysis.